Event description:
It was reported by the patient that the indirect decompression implant spacers caused a worsening of his spinal stenosis. The patient also reported having pain in his ankles, legs and buttocks. The patient underwent another non-device related surgical procedure and it was speculated that the indirect decompression spacers may have been explanted at that time. No further information has been able to be obtained regarding this event or the devices despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: n/I, model: n/I, serial: n/I, lot: n/I.